Event description:
It was reported to target that during an arteriovenous malformation embolization the spinnaker catheter was inserted through a 5f envoy guiding catheter and flow directed to branch of left posterior cerebral artery. Omnipaque 300 was injected and was seen leaking out of the catheter at basilar artery. Upon removal found hole in the spinnaker catheter. This event did not cause any harm to the pt, who was reported in good condition after the procedure.